Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with mentor memorygel 480cc silicone breast implants which the patient experiencing issue with capsular contracture baker grade IV on the left side after implantation. The issue was confirmed by the physician via MRI examination. Doctors note indicated "left marked fibrosis with chronic inflammation and features consistent with capsule." Patient stated she initially noticed sharp pain and itching in the left breast. As a result, patient underwent bilateral removal and replacement as follow: left replaced with cat #: 3505535bc, sn #: (B)(4) right replaced with cat #: 3505535bc, sn #: (B)(4) on (B)(6) 2017.